Manufacturer narrative:
Other relevant device(s) are: product ID: 3387-40, serial/lot# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(4), ubd: 31-jan-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported the patient had the left lead removed due to high impedances which were causing stimulation related side effects such as strong tingling sensation on the right arm with therapeutic contact. In addition, the neurologist was forced to use 0 contact which did not provide optimal benefit. Case and 3 = 3,490 ohms, case and 2 = 3,217 ohms, and case and 1 = 2,197 ohms. Case and 0 was normal at 831 ohms. The physician believed the cause of the high impedances was from the lead/extension connection positioned at the neck from an outdated implant technique from 2005 which they believed caused undue stress on lead. A new lead was implanted, and the lead/extension was now anchored in the posterior aspect of the skull. Following this impedances were normal with the new lead.